Event description:
It was reported the pt was not receiving full coverage with her stimulation. The sjm rep met with the pt for reprogramming two times and was unable to cover one area of pain. An x-ray showed the lead had not migrated. Follow up identified the physician requested a discogram, and the results were pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.